Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
A medtronic representative reported that the spring in the perk pin frame was not working and the frame was loose. No patient was present during the time of the reported incident.

Manufacturer narrative:
The suspect reference frame was returned to the manufacturer for analysis. The frame was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.